Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device did not change color during use. Manual pressure was used to complete the procedure. There was no reported patient injury. The intended procedure was reported to be a carotid artery interventional treatment. There were no signs of damage to the device packaging prior to use. Angiography confirmed suitability of the femoral artery, including correct insertion angle of the non-cordis sheath, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stenosis, stent, or prior vascular closure was present at the puncture site, and there were no pre-existing access-site complications. The exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and an audible click confirmed proper locking of the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator, and bleed-back slowed appropriately during retraction. The physician did not have a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon device removal, the indicator wire loop was not deployed or visible. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 7f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit returned. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device did not change color during use. Manual pressure was used to complete the procedure. There was no reported patient injury. The intended procedure was reported to be a carotid artery interventional treatment. There were no signs of damage to the device packaging prior to use. Angiography confirmed suitability of the femoral artery, including correct insertion angle of the non-cordis sheath, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stenosis, stent, or prior vascular closure was present at the puncture site, and there were no pre-existing access-site complications. The exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow decreased and the indicator window turned solid black, and an audible click confirmed proper locking of the indicator wire cowling. Pulsatile flow was observed from the bleed-back indicator, and bleed-back slowed appropriately during retraction. The physician did not have a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon device removal, the indicator wire loop was not deployed or visible. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.